Event description:
Boston scientific received information that this patient was admitted to the hospital. Noise episodes were found in the daily measurements. Tachy mode was turned off. Echocardiographic evaluation of the heart revealed that there was vegetation on both coils on the rv lead. This left ventricular (lv) lead was explanted as part of a system revision. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(4). Additional information received indicates that this left ventricular (lv) lead was discarded and therefore will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.